Manufacturer narrative:
There was no trouble found and no indication of a device malfunction. The device was functioning as designed. Parameters are set by trained personnel at the user facility per their specific protocol. Per the one view user guide, the one view screen provides ongoing information to the user displaying flow rates, treatment volumes administered and pressures. The operation status and alarms are also displayed on the one view. Patients in the critical care environment are closely monitored and the one view continuously provides readily visible information for the volume and rate of fluid given to the patient for ease of reference by the clinician. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Information received on a user facility medwatch stated: the surgical patient was intubated and on a ventilator in intensive care receiving continuous renal replacement therapy. Approximately two hours into treatment, it was noted that the cycler was set for ultrafiltration at liters per hour rather than milliliters per hour. The patient had 5,120 milliliters of fluid removed in under three hours instead of several hundred milliliters as prescribed by the physician.